Event description:
The customer stated during instrument start up they found a contained leak coming from the tubing located between the probe and the cgm. The customer was wearing ppe at the time of discovery. The customer attempted to reattach the tubing by cutting the end and was unsuccessful. There was no exposure to the leak and no injuries. No erroneous results were generated or reported out of the lab.

Manufacturer narrative:
Iris field service engineer evaluated the instrument and replaced the tubing to resolve the leak. The fse ran controls which passed and system was operational. Bec internal identifier for this report is cf (B)(4).